Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, dat at 0.0873, and occlusion test. Pump¿s history and trace files downloaded successfully using thump software. All buttons function properly. No stuck key alarms noted during testing, however, a stuck key alarm was found in the (history file or traces) [05/29/2024 at 04:15:35.000]. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected rewind anomaly noted. No unexpected motor alarms noted in the pump history files. Pump was cut open to perform visual inspection and found severe dried insulin on the keypad flex connector, pcba1, pcba 2 j1, motor, and force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked case on the battery tube side, cracked case, and broken battery tube threads. Unresponsive keypad not confirmed during testing. Alleged rewind anomaly not confirmed during testing. Exposure to severe moisture confirmed. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case, and broken battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error as the buttons were unresponsive, damage (physical or cosmetic) on back of the pump, lost pump setting on battery change and rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. No product return is required for mmt-1884.